Event description:
Saluda personnel was notified on (B)(6) 2023 that an evoke spinal cord stimulation (scs) system explant occurred on (B)(6) 2023 at the patients request. Current status of the patient post explant is stable.